Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When all that can be had is had and evaluated, those conclusions will be the subject in the follow-up report.

Event description:
Our affiliate is reporting that in 2007, a patient underwent an uneventful arthroscopic meniscus repair with the use of 3 rapidloc meniscal fasteners. The following month, 4 weeks later, the patient had another unrelated surgery, an acl repair to the same leg as the previous meniscal repair surgery. At this second surgery the surgeon noted that there was some damage to the femoral condyle (we do not know if both surgeries where performed by the same surgeon). At this point in time, the type and possible cause of the damage is not known. The affiliate has supplied 3 scope shots to us, they are being reviewed. We are inquiring for further detail. See also associated mdrs 1221934-2007-00274 and 1221934-2007-00276.